Event description:
The facility representative reported a colleague infusion pump with a damaged battery. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. Baxter quality engineering determined the reported problem to be an expired battery issue. No additional information is available. The user interface module software version 6.13.92.

Manufacturer narrative:
(B)(4). The reported condition was not confirmed nor duplicated during product evaluation. The cause was not identified. However, the batteries were found to be over 6 months old and were replaced. Baxter quality engineering confirmed the reported problem as being caused by expired batteries. Should additional information become available, a follow-up medwatch will be submitted.